Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
(Pain inside of me.) The tampon string detached from the tampon which left the tampon inside- vagina [foreign body in reproductive tract]. Pain inside of me. Cramping (the tampon string detached from the tampon which left the tampon inside) - vagina [vulvovaginal pain] . (Cramping), pressure my vagina [vulvovaginal discomfort] . The tampon string detached from the tampon [device breakage] . (Pain inside of me.) The tampon string detached from the tampon which left the tampon inside [complication of device removal] . Stomach pain [abdominal pain upper] . Nausea [nausea] . Case narrative: consumer reported via email that the tampon string detached from the tampon and was left inside the vagina. No serious injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
(Pain inside of me.) The tampon string detached from the tampon which left the tampon inside- vagina [foreign body in reproductive tract]. Pain inside of me. Cramping (the tampon string detached from the tampon which left the tampon inside) - vagina [vulvovaginal pain]. (Cramping), pressure my vagina [vulvovaginal discomfort]. The tampon string detached from the tampon [device breakage]. (Pain inside of me.) The tampon string detached from the tampon which left the tampon inside [complication of device removal]. Stomach pain [abdominal pain upper]. Nausea [nausea]. Case narrative: consumer reported via email that the tampon string detached from the tampon and was left inside the vagina. No serious injury was reported.